Manufacturer narrative:
(B)(4). Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. After battery installation unit gave an unexpected flashing white, blank display followed by an unexpected intermittent beep alarm due to vertical cracked liquid crystal display controller. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test or verify missing segments, partial display due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged battery cap. Customer stated insulin pump flash with light and kept on beeping. Customer stated they did not saw any alarm on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.